Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without additional information the clinical observation cannot be confirmed.

Event description:
Through follow up with the healthcare provider edwards learned that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention was not reported. The aorta was reported to be porcelain and the valve was reported to be very close to the coronaries, particularly the dominant left main. The patient also underwent coronary bypass graft x 1 during the procedure. The 23mm transcatheter valve was successfully implanted via a transapical approach. Both devices remain implanted. The patient was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve in valve procedure has been scheduled. No additional information was provided.

Manufacturer narrative:
The model number and serial number were provided. There was no alleged malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. There was no product return and no reason provided as to why this device was disabled; therefore, the root cause for this procedure cannot be determined.